Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings.

Event description:
It was reported by the customer that during the intra-aortic balloon therapy, there was a kink in the catheter before they inserted the balloon.

Manufacturer narrative:
Updated fields: b4, d4 (exp date), d9, g3, g4 (PMA/510k no.), g6, g7, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d4 (lot no., UDI no.), d7a. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the inner lumen within the membrane approximately 26.4cm from iab tip. The technician attempted to insert a laboratory 0.025¿ guidewire through the inner lumen and resistance was felt at the kinked locations. The condition of the iab as received indicated a kink on the inner lumen. We are unable to determine when the kink may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).